Event description:
On (B)(6) 2015 it was reported that the patient's generator was replaced that day due to battery depletion. The explanted generator was received for product analysis on (B)(6) 2015. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. The generator was not at a low battery status.

Event description:
On (B)(6) 2015 it was reported that the patient was referred for surgery. Although surgery is likely it has not occurred to date.

Event description:
It was reported that the patient was referred for generator replacement for an unknown reason but this was placed on hold as the patient is currently in the hospital with sepsis. Good faith attempts for further information from the physician were unsuccessful. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.